Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator is inoperable. There was no harm or injury reported. No medical interventions were specified. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator is inoperable. There was no harm or injury reported. No medical interventions were specified. The ventilator was evaluated by third party service center and the customer's complaint was confirmed. During evaluation the device failed test step. The unit does not turn on; the display board is damaged. The device's display board, blower was replaced to address the issue. The device passed testing.